Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse experienced a connection issue between a transfer set and titanium adapter. The nurse stated they couldn¿t establish a connection as the mating parts kept turning without getting properly engaged. The nurse also stated that the patient adapter of the transfer set seemed larger than usual. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. During visual inspection by the naked eye and magnification, marks were observed on the outside of the connector (patient adapter), indicative of tool use. Functional testing was performed which included leak testing, clamp function testing, integrity of seal surface testing, and clear passage testing. All functional tests passed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the reported issue could not be verified. The cause of the marks observed on the outside of the connector was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.